Manufacturer narrative:
This rv lead is expected to be returned for analysis. This report will be updated should additional information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited high threshold measurements. The physician elected to relocate the lead and during repositioning the ra lead perforated and dissected the patient causing their blood pressure to fall. The patient was stabilized and the rv lead was removed from the patient and was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.